Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured when applying pressure for several times at pressure below the rated burst pressure. Applying of the pressure slightly quick/early upon inflation seem to be the reason of the rupture issue. The procedure was continued by replacing with the same device of different size. There were no patient complications reported.